Manufacturer narrative:
Follow-up #1: date of submission 11/07/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: during investigation, the battery compartment was cracked on the side of the pump from the threads to the case seal. Unrelated to the original complaint, moisture was found in the battery compartment, with a leak. The pump was opened to find moisture inside the pump.

Manufacturer narrative:
The device has been returned to animas. An evaluation will be completed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged a cracked battery compartment. . There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery it the power circuit is affected.